Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has grey lines on the display and moisture under the display screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to verify the blank lines on the display or faded display due to the blank display. No traces of moisture were noted at the motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip, a cracked belt clip slot and battery tube threads. The pump also had a corroded battery tube and minor scratches on the lcd window.